Event description:
The customer observed depressed sodium (na), potassium (k), and chloride (cl) results when processing on the alinity c processing module. Sid(B)(6) (female, age unknown): na of (B)(6). K of (B)(6). Cl of (B)(6). Customer reference range: na of (B)(6). Additionally, this patient generated aspiration errors for other parameters, ggt and hil parameters when processing on the alinity c processing module. No impact to patient management was reported.

Manufacturer narrative:
The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. A search for similar complaints did not identify an increase in complaint activity for lot 83287un25. A review of tracking and trending for the alinity c ict sample diluent (list number(B)(6)) did not identify any related trends. The device history review did not identify any nonconformances, potential nonconformance or deviations associated with lot 83287un25 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. As part of troubleshooting, the patient sample was retested using the same lot of reagents, which generated acceptable results. The quality control (qc) results were within range at the time of testing. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent, lot number 83287un25, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed depressed sodium (na), potassium (k), and chloride (cl) results when processing on the alinity c processing module. Sid (B)(6) (female, age unknown): na of <100 mmol/l, repeated 139.7 mmol/l. K of 2.23 mmol/l, repeated 4.04 mmol/l. Cl of 61.3 mmol/l, 109.7 mmol/l. Customer reference range: na of 135-145 mmol/l, k of 3.6-4.5 mmol/l, cl of 98-107 mmol/l. Additionally, this patient generated aspiration errors for other parameters, ggt and hil parameters when processing on the alinity c processing module. No impact to patient management was reported.